Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion and infection. A surgical procedure was performed, during which all components were removed, and a malleable device was implanted as a space holder. No device issues and no additional patient complications were reported.